Event description:
The customer reported that the bellavista 1000 new mainboard was issued, and the unit worked for few months but now the unit is alarming 401 - inspiration valve or device leaky and 316 - blower failure. The customer confirmed that there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, the customer was asked to perform the inspiratory block/valve test and send the log files again. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Investigation result: vyaire medical was able to confirm the issue and resolve it with a different blower. Root cause of failure was determined due to defective moog blower unit. No CAPA to be opened at this time as failure rate is low so far.